Event description:
It was reported that since the patient was implanted, she experienced a ¿pinchy pain¿ in the vaginal area when sitting or standing. The patient thought it would go away but it hadn¿t. It was noted that the batteries to the programmer had died and the patient didn¿t have any available. The patient was at an amplitude setting of 1.8v but the programmer shut off and would not turn back on. The issue was reportedly resolved with patient education on use of the patient programmer. It was further reported that the patient ¿really did not feel stimulation, but when she did, it was painful¿. The reporter indicated that the implant had helped ¿a little¿ at night. The patient was going to the bathroom 7 to 10 times a night previously and was now going 4 to 6 times. During the day however, ¿it didn¿t seem to help¿. At the time of the report, the patient was on program 2 at 1.8v and could see the lightning bolt. It was noted that the implantable neurostimulator (ins) had ¿somehow been turned off¿ and the patient did not know it was or when it happened. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3889-28, lot# va0a8kr, implanted: (B)(6) 2013, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).